Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with vancomycin injection (1 in 4 days) and fortum injection (1 gram, once daily). Hospitalization was not reported. The patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. Patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, once in 4 days, discontinued on an unknown date) and fortum injection (1gm, intraperitoneal, once daily, discontinued on an unknown date) for peritonitis. On an unknown date, the patient was discharged from the hospital and recovered from peritonitis. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.